Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy procedure. According to the complainant, during the procedure, the clip was closed on the patient's tissue, but it would not release from the catheter. The clip was pulled from the tissue without causing any additional bleeding. Epinephrine was used to achieve hemostasis and complete the procedure. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being good.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.